Event description:
It was reported that the temperature shows abnormal display and an alarm sounds. Event occurred while patient use, during patient administration. There was no patient harm reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for analysis. The reported issue could not be confirmed or duplicated. The root cause was unknown as the complaint was not reproduced. No action was taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.